Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this brady lead was abandoned surgically. Further information was received indicating that the field representative was unable to determine why this brady lead was abandoned surgically. Hence, this brady lead was explanted recently and was damaged during extraction. No additional adverse patient effects were reported.